Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). Analysis for the mainframe could not duplicate customer's issue regarding no stimulation response. There was no fault found with the device. The device was tested and passed all manufacturing specifications. Analysis for the patient interface could not duplicate customer's issue.the wave washer was replaced due to loose cable clip. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the devices were not sensing nerve.there was no known patient impact.